Manufacturer narrative:
The unit passed the displacement test. There was intermittent button response on the b button due to moisture damage on keypad traces. The unit has minor scratches on the lcd window, cracked reservoir tube lip, cracked case at corner of lcd window display, scratched keypad overlay on the b button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "b" button was unresponsive. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.